Event description:
It was reported that during the lavh procedure, surgeon was using harmonic scalpel on upper pedicies when solid tone was heard. Five steps taken to identify problem with no success. Another shear was opened & operation completed. No patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: scratches on the blade may lead to premature blade failure.